Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that x-rays were not taken. There was an electrode with high impedance, so "reset to the electrode with the normal impedance." The issue was resolved.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device was set up by the person in charge. However, when an attempt was made to further increase the stimulation, the setting value could no longer be used. It was possible to raise it more previously. The remaining charge was 100% in either case, so it was not a defect. The person in charge will be informed that there was a request and will be contacted. The issue has not resolved, no patient harm reported. Additional information was received. It was stated that the cause of not being able to adjust stim has not been confirmed, but a fracture was suspected. Troubleshooting is scheduled to be carried out on (B)(6) 2024 in the presence of an outpatient. The issue has not resolved, no plan for controller replacement. Additional information was received. Regarding the statement ¿"not confirmed but the fracture is suspected¿, its suspected that there is a lead fracture. Lead information not known. Additional information was received. To resolve, an outpatient visit was appointed for (B)(6) 2024 to talk about the troubleshooting, our rep will be attending.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID neu _unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: h6: coding applies to the lead. G2: foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. The representative clarified that when they reported the device was "reset," they meant the programming was moved to an electrode that did not have an abnormal impedance value.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.